Event description:
Versapoint used in case with error code 200. Using an angled loop, the angled loop changed with no reduction in error code 200. The rep called who stated the non-disposable cord was defective.